Event description:
It was observed that during the device evaluation, the subject flexible scope exhibited a missing curved rubber adhesive part. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the missing curved rubber adhesive part found on the device was caused by identified degradation problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated fields: h4.

Event description:
No additional information received from customer.